Manufacturer narrative:
Of the 15 allegations of a malfunction, 12 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a cold solder on the piezo. During investigation for unrelated allegations, there were 2 additional audio failures revealed during product investigation due to a cold solder on the piezo and a piezo contact alignment failure.

Event description:
This report summarizes <noe> 15</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced an audio tone issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6) pounds. Of the reported patients, 7 were male, 8 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #2 date of submission 07/27/2016 - device evaluation: in q2 2016 1 pump was returned and investigated. There was 1 instance of an audio tone issue found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up #1 06/15/2016. Of the 15 allegations of a malfunction, 12 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a cold solder on the piezo. During investigation for unrelated allegations, there were 2 additional audio failures revealed during product investigation due to a cold solder on the piezo and a piezo contact alignment failure.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 15 malfunction events. A review of the events indicated that the one touch ping model pump experienced an audio tone issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-77 years of age and between 70 and 212 pounds. Of the reported patients, 7 were male, 8 were female, and 0 were unknown.